Event description:
It was reported by a customer in the USA that an 840 ventilator had an inoperable graphic user interface (gui) display. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone, and suggested to replace the graphic user interface (gui) cable, which did not resolve the malfunction. The covidien customer support engineer (cse) evaluated the device, verified the malfunction, and completed the repair by upgrading the software to the current revision. The unit passed all tests and calibrations, and ti was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).